Manufacturer narrative:
On apr 29, 2024, additional information was received indicating the patient underwent device removal on (B)(6) 2024. Upon explantation, both devices were found to be intact. On may 15, 2024, additional information was received indicating the patient also experienced implant site calcification on the left side along with granuloma and device migration on the right side. The replacement devices were identified as mentor gel breast implants. Reason for device explant and/or reoperation: suspected rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 27, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 275cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision with mentor memorygel breast implants 250cc (l) and 275cc (r) and experienced bilateral rupture post-operatively, which was confirmed via MRI/mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right breast prosthesis. See manufacturer report number 1645337-2023-14818 for contralateral side.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).